Event description:
It was reported that "the pt was set-up with moist heat and hvgs in a prone position. During the treatment the pt reported discomfort in his left buttock area. Heat & electrodes were checked & the electrodes were adjusted 2-3 times. The 3rd time the electrodes were removed & a burn approx 1/16" wide & 3/4" long was noted on the left buttock. The burn was assessed to be 2nd degree & treated with ice & topical ointment. The pt was advised to repeat the treatment at home."